Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A device history record (DHR) review was conducted: part: 312.200, lot: 2043423. Manufacturing site: bettlach release to warehouse date: 22.october 2002. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the patient underwent an unknown procedure. During the procedure, the triple drill guide hole was noticed to be damage. The damage was done prior to the case. The wire would not pass through one of the guides. The triple drill guide was replaced and the procedure was successfully completed with no surgical delay. There was no patient consequence. Concomitant device reported: unknown wire (part#: unknown, lot#: unknown, quantity: 1). This report is for one (1) 2.0mm parallel drill guide and drill sleeve. This is report 1 of 1 for (B)(4).